Event description:
It was reported that during the procedure on (B)(6) 2013, two rx xience prime stents (3.0x23/2.75x15) were implanted in the moderately tortuous left anterior descending artery using the crush technique. On (B)(6) 2013, thrombosis was diagnosed in the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional rx xience prime referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis is listed in the japan xience prime everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that dilatation was performed for treatment of the thrombosis and the patient outcome was good.